Event description:
On (B)(6) 2022 - patient underwent needle localized biopsy, right breast 12 o'clock mucocele-like lesion, noodle localized lumpectomy, right breast 10 o'clock invasive lobular carcinoma, sentinel lymph node biopsy, right and placement of biozorb. On (B)(6) 2022 - provider thinks hematoma or seroma present. (B)(6) 2022 - underwent bilateral mastectomy, drains placed (B)(6) 2022. - drains pulled; (B)(6) 2022 - drainage from incision site, no signs of infection. On (B)(6) 2022 - pet(positrom emission tomography) scan showed fluid collection right chest; (B)(6) 2022 - 20cc drained from hematoma.